Event description:
The pt received her scs system on (B)(6) 2011. It was reported that the torque wrench used during the procedure was expired. The torque wrench was discarded after the case.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product. The product was reworked and released for use. The DHR anomaly is not related to alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.